Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. After the sling was placed, the physician removed the sheath on one side with no problem. However, when the physician tried to remove it from the other side, increased resistance was met while pulling the sheath off. After the sheath was pulled out of the patient, the physician noted that it was split in the middle. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.